Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited high impedance. The physician suggests the lead exhibited clavicular crush. The lead was capped and replaced. The patient was in stable condition.